Event description:
It was reported that the patient was not able to make an adjustment both with or without the antenna attached. The patient had no stimulation sensation and stated they lost stimulation sensation about a month prior to report. The patient also noticed that the implantable neurostimulator (ins) had moved about a month prior to report. It was noted that the patient's device was not able to be interrogated. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Event description:
It was further reported that since the patient received the replacement programmer it hadn¿t worked. The programmer beeped, however nothing came up on the screen. The patient was going to have an appointment with their health care provider (hcp) today to check their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type; programmer, patient. Product ID: 3093-33, lot# v381112, implanted: (B)(6) 2010, product type: lead. (B)(4).